Manufacturer narrative:
(B)(4). The customer will replace the power supply.

Event description:
It was reported that on an 840 ventilator the power supply caused main breaker to pop. There was no patient involvement.